Event description:
A healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experinced excessive vault. The lens was removed and replaced intraoperatively for a lens of same length but implanted on different axis. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H11: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).